Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. Traces of moisture were noted at the lcd board per visual inspection. The device was also received with cracked case at the lcd window corners, cracked battery tube threads, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to sweat. Blood glucose value was 325 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.